Event description:
Reporter indicated that upon interrogation of patient's generator at office visit, the normal mode output current was found to be set at 0ma, indicating that the patient was not receiving therapy. The patient had reportedly experienced an increase in seizure activity. Investigation to date has been unable to determine whether the device malfunctioned or whether user error during previous programming session had occurred.